Manufacturer narrative:
(B)(4). Batch # n56k7j. Device evaluation: the analysis results found that the tcr75 reload was received with the reload fork damaged and fully loaded with staples, swing tab in unlocked position. No functional test was performed due to the condition of the cartridge fork. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a bowel resection the back of the reload broke. The safety tab was not removed before loading the device into the stapler. The procedure was completed with an alternate like device with no patient consequences reported.